Event description:
It was reported that prior to a hysterectomy the surgeon closed the jaws to pass through the trocars and opened the jaws in pelvic cavity; however, he found the stapler could not be opened. So, he removed the stapler form the patient and replaced the cartridge with a new one and tried again. The second cartridge was worked only when he closed the jaw on patient's tissue, but he couldn't fire the trigger. So, he removed the stapler again and used new cartridge, and the third one worked. The surgery completed well. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that two 6r45b cartridge reloads were received. Cartridge (a) 6r45b, h53z6n was received partially fired 1/10 and with the lockout damaged. Cartridge (b) 6r45b, j5hd2z was received partially fired 1/10 and with the lockout damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reloads. The difficult to open issue could not be confirmed as no device was returned for analysis. Batch:h53z6n. Manufacturing date: 12/15/2011. Product exp. Date: 11/15/2016.